Event description:
It was reported that a patient underwent a total knee procedure on an unknown date and a surgical sealant was used for the skin closure. About 2 weeks later, the patient was seen for follow up. The patient developed a red rash under the area that was covered by the sealant. The sealant was removed and the patient is improving. It was reported that no treatment was provided for the reaction.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.